Event description:
Reportedly, the patient underwent an atrial fibrillation and av node ablation (the date is unknown). On (B)(6), the patient went to emergency due to palpitations. On (B)(6), the patient went to emergency because of ventricular tachyarrhythmia. External shock was delivered but then the device did not pace. The patient was in asystole. She died during the night. The device is explanted and returned for investigation.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the patient underwent an atrial fibrillation and av node ablation (the date is unknown). On (B)(6), the patient went to emergency due to palpitations. On (B)(6), the patient went to emergency because of ventricular tachyarrhythmia. External shock was delivered but then the device did not pace. The patient was in asystole. She died during the night. The device is explanted and returned for investigation.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, the patient underwent an atrial fibrillation and av node ablation (the date is unknown). On (B)(6), the patient went to emergency due to palpitations. On (B)(6), the patient went to emergency because of ventricular tachyarrhythmia. External shock was delivered but then the device did not pace. The patient was in asystole. She died during the night. The device is explanted and returned for investigation.